Event description:
It was reported that during implant of the right ventricular (rv) lead, the physician was unable to insert the stylet into the lead after it was sutured down. A decrease in sensing was observed and the physician attempted to reposition the lead. It was noted that impedance was initially within a normal range at first attempt to implant then increased. Sensing decreased after repositioning the lead and therefore was not used. A different rv lead was implanted within the same procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).